Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown a review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported very severe loss of nipple sensation. Follow up findings: per dr., the loss of nipple sensation is not device related, patient has had multiple surgeries, and the nipple numbness is due to the numerable surgeries. Patient later reported capsular contracture due to a car accident. This record is for the right side. Device remains implanted.